Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 65 mg/dl. Customer declined troubleshooting with tandem technical support. Customer did not know the root cause for the low blood glucose level but reported that she is a brittle diabetic and bg level will go low from time to time. Customer took glucose to resolve the issue.